Event description:
Implant failed due to implant fracture at placement.

Manufacturer narrative:
The original decision was taken on the vmsr report and is correct.

Event description:
The original decision was reported on the vmsr report and is correct. Implant failed due to implant fracture at placement.